Event description:
It was reported that this right ventricular (rv) lead was partially capped due to during the generator change, the lead was cut by the physician. A partial portion including the terminal pin was returned while the remaining implanted portion of the lead was capped. The device has been returned and is pending analysis. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: b5 describe event or problem, h6 patient codes.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was partially capped due to during the generator change, the lead was cut by the physician. A partial portion including the terminal pin was returned while the remaining implanted portion of the lead was capped. The device has been returned and is pending analysis. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Corrected fields h6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead was partially capped due to during the generator change, the lead was cut by the physician. A partial portion including the terminal pin was returned while the remaining implanted portion of the lead was capped. The device has been returned and is pending analysis. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was capped due to during the generator change the physician cut through the rv lead with the cautery pen when cutting some scar tissue near of the header of the device. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.